Manufacturer narrative:
The product was discarded; therefore no product failure analysis can be conducted and device malfunction cannot be confirmed. As such the investigation will be closed. If the complaint device is received in the future we will reopen the complaint and perform the investigation as appropriate. If additional information is received regarding this event, a supplemental 3500a report will be submitted to the FDA. Manufacturing record evaluation (mre) review cannot be conducted because no lot number was provided by the customer. Manufacturer's reference #: (B)(4).

Event description:
It was reported that a patient underwent an atrial fibrillation (afib) procedure with a carto® 3 system interface cable and an issue of inadvertent pacing occurred. It was described that the carto® 3 system was displaying noise on the electrocardiogram (ECG) signals. It was also reported the ablation catheter and the catheter connected to the 20a port were displaying pacing despite no pacing being active and no pacing channels being open. All cables were disconnected from the patient interface unit (piu) and both the patient interface unit (piu) and workstation were rebooted. The patient interface unit (piu) booted up normally. When the ablation cable was connected to the patient interface unit (piu) all ECG signals were lost, however, once disconnected from the patient interface unit (piu), the ECG signal returned. The customer was advised to replace the carto® 3 system interface cable and then the issues resolved. The procedure was continued. No patient consequence was reported. Multiple attempts have been made to obtain clarification to this complaint. However, no further information has been made available. The customer¿s reported issue of inadvertent pacing is considered a reportable event. The issue of partial loss of ECG signals is considered a not reportable event as the risk to the patient is low.